Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, exact date not provided, but the best estimate date is during (B)(6) 2020. If explanted, give date: not applicable, remains implanted in the eye. (B)(4). Device evaluation: the product testing could not be performed as the product was not returned as it remains implanted. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed no additional complaint folder has been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that patient had cataract surgery on (B)(6) 2020 and was implanted with an intraocular lens in her operative eye. Reportedly the patient feels like there is a film over the operated eye, and is concerned she is allergic to the lens, and can¿t see anymore as the vision is blurry. Initially the patient was excited she could see perfectly, she was 20/20, now she states she is 20/100. She states she started having issues after 2-3 weeks post op. Additional information was received and it was learnt that patient was experiencing issues with her normal daily activities, she can¿t see the ball at night during her tennis game. Reportedly patient started seeing all the blurry vision, film on the lens as if there is sensation of something over her eyes sometime in april. She also added that post cataract surgery she had inflammation in her eyes for which doctor had prescribed her prednisone eye drops. Reportedly the eye drops also led to dry eye. There is no planned or performed secondary surgical intervention reported. No further information provided.